Manufacturer narrative:
Additional information: device not available.

Event description:
The manufacturer field service technician reported that the device overheated while they were conducting a demonstration at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer field service technician reported that the device overheated while they were conducting a demonstration at the user facility. There were no adverse consequences related to this event.